Event description:
It was reported that the ventilator alarmed for high o2 concentration and stopped cycling during patient treatment. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator has been investigated on site by our field service engineer during long time. The reported failure was intermittent. The cause of the reported failure was found to be the pneumatic back-plane printed circuit board (pcb) and it was replaced. The ventilator has been returned to clinical use and no new events on this ventilator have been reported until this date. Evaluations of the received device logs could confirm the event. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer ref.#: (B)(4).